Event description:
It was reported that the patient presented for an implant procedure on (B)(6)2023. During the procedure, the helix of the right ventricular (rv) was unable to retract after initially not fixing to the myocardium. The rv lead also exhibited high pacing impedance, r-wave amplitude variation and high capture threshold. The lead was not used and was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to retract helix was confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Upon visual and x-ray examination, there were no anomalies were noted at the connector or helix regions. No shorting was noted when a short test was conducted for shorts between conductors while manipulating and stretching the lead. The helix can be extended and retracted by applying torque directly at the inner coil after cleaning the helix. The full helix extension length was measured within specification. The cause of the reported event was isolated to the helix being clogged with blood and tissue. The reported events of high pacing impedance, inadequate capture, and r-wave amplitude variation were not confirmed. There were no anomalies found upon visual and x-ray examination. Upon electrical testing, no indication of conductor fractures and internal shorts were observed.